Event description:
It was reported that during a cori-assisted tka, when connecting the real intelligence robotic drill, the control lamp was flashing steadily. The program could not be continued. During the subsequent check in the control program, the message appeared: robotic drill critical error: the robotic drill has an internal error. Check the robotic drill and press continue to try again. Surgery was performed, without any delay, changing to manual procedure. No patient complications were reported.

Manufacturer narrative:
Internal reference: (B)(4).

Manufacturer narrative:
Section h10: the cori drill rob10013, sn(B)(6). Intended for use in treatment, was returned for evaluation. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported scenario that the handpiece showed an internal failure during a case and after that a critical error, could be confirmed. The message, ¿contact support¿ was also displayed and the light above the drill connection port was flashing. Without any changes the handpiece passed the kpc test without failure. The drill was opened for further investigation. The exposure motor was tested and passed. The handpiece also passed a hipot test. The drill was reassembled, without making any changes, and the tests were repeated. The drill passed a case as well as the kpc test without error. The most likely cause of the reported issue could be an intermittent connection within the wire cap. Review of manufacturing records found no related non-conformances or anomalies associated with this serial number during production. No service records were identified prior to the complaint date for this device. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case-(B)(4).

Manufacturer narrative:
Section h10: the cori drill rob10013, (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported scenario that the handpiece showed an internal failure during a case and after that a critical error, could be confirmed. The message, ¿contact support¿ was also displayed and the light above the drill connection port was flashing. Without any changes the handpiece passed the kpc test without failure. The drill was opened for further investigation. The exposure motor was tested and passed. The handpiece also passed a hipot test. The drill was reassembled, without making any changes, and the tests were repeated. The drill passed a case as well as the kpc test without error. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Review of manufacturing records found no related non-conformances or anomalies associated with this serial number during production. No service records were identified prior to the complaint date for this device. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case-2023-00158054-1 section h6 was updated and corrected.